Event description:
It was reported that the customer rolled over the insulin pump during sleep and the tubing was kinked. Customer woke up in the morning with blood glucose readings of 400 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.